Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed damage on the sewing ring distal to the right cusp and left cusp, likely occurring during the explant procedure. The non-coronary and left cusps appeared flexible and intact. An approximately 2.3-cm tear extended along the inflow margin of attachment adjacent to the base stitching. The manufacturing sutures on the base stitching appeared intact. All leaflets were in the closed position with gaps between all free margins. The right/non-coronary, right/left, and left/non-coronary commissures appeared intact. Remnants of tan pannus was observed on the sewing ring adjacent to the non-coronary cusp extending to the left cusp. A thin layer of tan brown pannus was noted on the tops of right/left and right/non-coronary commissures. An unknown amount of pannus may have been removed during explant. Radiography did not reveal calcification on the returned valve. Conclusions: the investigation is in progress. A supplemental report will be filed upon its completion. D9: device available for evaluation? Updated h3: device evaluated? Updated h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information was received that the bioprosthetic valve was replaced with a non-medtronic mechanical valve for severe mitral regurgitation. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 3 years and 10 months post implant of this 27mm bioprosthetic mitral valve, it was explanted and replaced with an unknown device. The reason for replacement was reported as mitral regurgitation caused by a torn leaflet. It was also reported that the patient was short of breath and had pulmonary edema. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve was sent to the pathology lab for additional analysis. The analysis determined that changes in the valves such as collagen degeneration and cholesterol deposition were present and may result in weakening of the leaflets. The former was more pronounced in the basal region of the leaflets, most notably in right coronary cusp where the tear occurred, whereas the changes in the remaining areas where mild. It was unclear whether the clefting in the arterial wall at the right coronary cuff represented a continuation of the tear at that site or histologic artifact. No infection or thrombosis was present in any leaflet. Inflammatory infiltrates mainly present within the arterial wall and infrequently in superficial, luminally oriented leaflet layers, were minor and not unexpected, particularly within the wall. A c onclusive cause of the torn leaflet could not be determined from the analysis and histopathological evaluation. The manufacturing sutures on the base stitching appeared intact. H6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.